Event description:
It was reported that the patient's lead exhibited under-sensing. No interventions were performed. The patient's condition is unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119470.